Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID: (B)(6). Patient age and weight not provided/unknown. Event date not provided/unknown. Reporter's first and last name not provided/unknown. Additional 510k number: k072642.

Event description:
It was reported that the screw fractured at tooth location 16.

Manufacturer narrative:
One implant was returned for investigation.visual evaluation of the as returned product identified signs of wear from use at the drive feature, and fracture across the threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were two (2) other related complaints for screw fracture against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.